Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that they had a blank display. The customer¿s blood glucose level was unknown. The customer stated display was flashing white. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions until new battery cap arrives. The insulin pump will be returned for analysis.